Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: k220137. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during thoracic endovascular aortic repair (tevar), resistance was encountered when the zta-pt-38-34-167-w1 was inserted over the tscmg-35-300-lesdc. The tscmg-35-300-lesdc was flushed again; however, the issue was not resolved. The guidewire was then exchanged for another tscmg-35-300-lesdc, after which the zta-pt-38-34-167-w1 was advanced without resistance and placed at the planned location. A coating issue with the complaint tscmg-35-300-lesdc was suspected. Patient outcome: no health hazards.